Manufacturer narrative:
UDI (B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Since no visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts due to calcification, an engineering evaluation is not required. The complaint was confirmed for balloon burst, but no manufacturing non-conformities were found in the returned sample. Available information indicates that patient factors (calcification) may have contributed to the event. Since the occurrence rate does not exceed the may 2017 control limits for this trend category, ¿balloon burst,¿ no corrective or preventative action is required. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the cause of the delivery system balloon burst was likely related to patient calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), the delivery system balloon ruptured at the peak of valve deployment. The valve appeared fully expanded and deployed at the intended landing zone. No central pulmonic insufficiency (cpi) or paravalvular leak (pvl) was noted so valve was not post-dilated. Regarding the perceived root cause, there was an extreme amount of calcium in the homograft that caused the balloon to rupture. The delivery system was saved to return to edwards. Medical records provided show, the patient had congenital cardiac defects corrected with multiple surgeries. The patient had transposition of greater arteries, conduit placement (rv to mpa), vsd closure, sub-aortic muscle resection 2/to lvot obstruction. The patient was admitted under the compassion 3 study for severe rv-pa conduit regurgitation and rpa (right pulmonary artery) stenosis. Access was obtained in the rfv and the 23mm s3 was deployed within the rv-pa conduit. The delivery system balloon ruptured at the end of inflation; there was no residual regurgitation. The ds was withdrawn (without re-sheathing) and was removed without issue. A stent was also deployed in the proximal rpa.